Event description:
It was reported b that during a lap sigma procedure, instrument was taken out of sterility package but could not used because the gen04 generator said handpiece defect and generator failure. No further information is available. It is unknown how the procedure was completed. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 4-18-2012. Should the information be provided later, a supplemental medwatch will be sent. Date of event - unknown, assumed 1st day of month ((B)(6) 2012) that complaint was reported the device was returned with the distal tip of the blade broken off and returned with the device and with body fluids present.. The remaining blade portion was scratched. Evidence that the device had been used. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for handpiece defect and generator failure. The device was activated with the generator and an error code 5 was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.